Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2019-13540. It was reported that the patient was not receiving effective therapy. It was found that all contacts on one lead had high impedances, and x-rays confirmed the lead was fractured. In turn, patient may undergo surgical intervention to address the issue. Note: as it is unknown which lead is fractured, both leads are being reported.